Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used as there was an inappropriate preparation of the flow sensor (associated with the ventilator). The most probable root cause was determined to be a user error. No correction was conducted. There was potential harm to the patient due to the desaturation to 60%. The final patient's state of health was indicated to be ok.

Event description:
The patient was given ventilator-assisted respiration due to infectious gastroenteritis. At 11:30 on (B)(6) 2022, in the ICU of people's hospital of xi chang city, the patient was transferred to the radiology department for CT examination with a hamilton ventilator-assisted respiration and the operation was normal. An adverse event occurred at 11:35 on (B)(6) 2022. The ventilator gave an alarm, indicating flow sensor malfunction and calibration failure, which resulted in insufficient tidal volume and the patient's blood oxygen saturation (spo2) decrease to 60%. Hamilton-c1 made in october 2, 2020